Manufacturer narrative:
After further review of the received of the provided information that this file is no longer reportable; however, since an MDR has already been submitted to the FDA via emdr, this file cannot be voided. A supplemental MDR will be sent to reflect this change. Also, the photo review is no longer needed as well. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported by a healthcare provider on social media that "infiltrations & hematomas are a universal challenge for all avf - surgical and endoavf." The current patients' status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported by a healthcare provider on social media that "infiltrations & hematomas are a universal challenge for all avf - surgical and endoavf." The current patients' status is unknown.